Event description:
Three incidents of "broken twist clamp, flow through possible with clamp in closed position" on the transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with these incidents.